Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found - normal device function. Final device analysis of the catheter revealed a procedural non-conformance - catheter leakage-hole; user related. The most proximal piece of catheter had a hole located 14.2 cm from the proximal end; looked like a possible needle stick. Additional results: catheter.

Event description:
The pump and catheter were returned to the manufacturer when they were replaced. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported. The pump underwent routine analysis. The pump was used to deliver lioresal.